Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was unknown mg/dl. The customer was treated to the hospital. The customer was admitted to (B)(6) medical center on (B)(6) 2015. The customer was advised that the insulin will be replaced per oow.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.